Event description:
It was reported that during a surgical procedure at the user facility, the k-wire got jammed in the pin collet, which caused a 30 minute delay to the procedure. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was confirmed. The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the k-wire got jammed in the pin collet, which caused a 30 minute delay to the procedure. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not received.